Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Additional information indicates that this pace/sense portion of this product was surgically capped and a new pace/sense lead was placed due to impedance and threshold issues. No further complications have been reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited pacing impedances greater than 2000 ohms. The patient's clinic was made aware of the situation and handle device follow-up internally. At this time, no further information has been made available.